Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge connection disconnected from the infusion set tubing. The customer's blood glucose was over 400 mg/dl. Reportedly, the customer loaded new supplies successfully and resumed insulin delivery.